Event description:
It was reported that the device was implanted in 2005. Pt fell in 2007 and the knee became unstable. Revision surgery occurred the following month, where it was discovered that the articular surface spine had broken. It was also discovered that the poly was pitted. Exact implant date is unk.

Manufacturer narrative:
Eval summary: it is reported that the lps flex articular surface was implanted in 2005 and the pt fell in 2007, and the knee became unstable. During revision surgery. It was found that the articular surface spine had broken. Also, the poly was found to have pitting damage. The pt is a female and had medium activity level. The age of the pt is not known. As returned, the spine has fractured off from the base. Laboratory examination using sem was conducted on the spine fragment to evaluate the material failure pattern and the fracture appears to have occurred by fatigue. Also, the crack appears to have propagated from anterior to posterior side. Anterior surface on the spine fragment shows material deformation in bow-tie shape on the distal end. Also, sem analysis indicates the presence of third body particles on the articulating surfaces of the polyethylene component that could have lead to 3rd body particle wear/pitting. It is likely that the impact of fall caused the spine fracture and the presence of bone cement particles found on the surfaces could have been a contributing factor for the pitting damage. Eval: the device meets specification where measurable in its current condition. Scanning electron microscopy analysis of the spine fracture surface showed striated features indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed a carbon peak in the spectrum that is typical of an uhmwpe material.